Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) and a healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the stimulator had been off for a year. Caller stated the doctor turned it off a year ago and the patient didn't know how to turn it back on or off afterwards. Caller asked if the device is considered eos. Agent reviewed it would be very unlikely that the device would be eos after one year. Patient services (ps) reviewed externals can be charged and attempt to communicate with the ins. Caller reported that the patient implied that the system wasn't working so that is why the hcp turned it off, possibly the therapy wasn't what was expected or helping. The patient was redirected to their healthcare provider to further address the issue. Patient called in and said when they got the device, therapy did help a little bit but not as much as they would like it to have done and at that last point it wasn't helping at all and they were miserable. Patient reported maybe about a year ago or something like that and they turned therapy off because they had an x-ray or MRI and did a scan and they found out the connectors were not connected, the little wires were just loose and it was not working. Patient said their equipment has been stored for a year and they were having an MRI on friday and asked if therapy was off, so they still need to activate MRI mode. Patient services (ps) reviewed information and redirected to charge the equipment and call back if they need further support. Patient services (ps) redirected to their doctor. Pt said they don't work with them anymore because it is off, they do not use it do not plan to use it. Pt called back and agent provided guidance and assisted the patient with activating MRI mode.